Event description:
The plaintiff's attorney alleged the patient subsequently expired and it was further alleged to have been caused by the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.